Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded lcd board. Unit alarmed compromised force sensor system alarm during prime test due to force sensor resistor damage by moisture. The device received with a cracked case at the lcd window corners, cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 155 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.